Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 10, 2018. (B)(4). The actual sample was returned and was visually inspected. No visual anomalies noted. The v-keeper and v-lock buttons were able to be slid and locked into each available position along the harvester handle. The v-keeper pin was also retracted and engaged fully into the v-keeper mechanism in each attempt. A retention unit form the same product code and lot number was obtained and visually inspected, with no anomalies noted. The v-keeper pin and v-keeper locking mechanisms were all able to be retracted and fully engaged and locked into each available position along the harvester handle. The reported issue is not confirmed; therefore a definitive root cause could not be determined. A possible root cause is that adipose tissue or blood was accumulated at the distal end of the v-keeper causing it to malfunction. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4). Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
A medsun mandatory and voluntary report form was received at terumo cardiovascular on 11/26/2018. Report # (B)(4) . The user facility report to terumo cardiovascluar that during vein harvesting, the pin mechanism would not close on the vsp device. No known impact or consequences to patient. There was a delay that slowed down the surgery. Product was changed out. Procedure completed successfully.